Manufacturer narrative:
(B)(4). The unit/part was not returned for evaluation. Additionally, the customer amended the work order for the unit. According to him it was reported in error and no longer requires servicing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100b ventilator cannot maintain pressure. The pressure builds and then it will crash immediately. This cycle happens repeatedly. There is no patient involvement.